Manufacturer narrative:
Additional information received indicated that the same bactiseal catheter was used. The issue was found by using a radiographic evidence wherein the catheter migrated out of the peritoneum. The physician thought that it was related to the procedure. Unique device identification (UDI) : (B)(4). The codman bactiseal catheter was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a bactiseal catheter migration in a patient with a ventricular peritoneal shunt. The bactiseal catheter was implanted connected to a codman certas valve via ventricular peritoneal shunt sometime between march and june 2019. It was reported the peritoneal catheter was ¿found out from the intraperitoneal.¿ the patient was taken back to the operating room on (B)(6) 2020 to place the catheter back in the original position. No further information was provided.